Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. While being prepared for a pt, the ventilator could not be pressurized. The pt was not compromised.